Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that during this right ventricular (rv) lead placement, the patients blood pressure dropped. This rv lead placement had subpar measurements and the physician was planning to reposition the lead. When the lead was repositioned, the patients blood pressure dropped and was not known if what had caused the perforation. The lead remains in service. No additional adverse patient effects were reported.